Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: lap gastric banding. According to the reporter: when surgeon was imbricating the band, the first stitch passed through the inferior side and then the superior side of the stomach fold. The surgeon compressed the handles, toggled the needle, and withdrew the instrument for an extracorporeal tie. Surgeon noticed that the needle was not in the holder and saw that the suture entered the stomach but did not come out the other side. The needle of the device appeared to be intraluminal. Or time was extended by 15 minutes to recover the needle. An egd was done to see if it was in the stomach. The needle was not identified. The surgeon then gently pulled on the suture as it had entered the stomach and was able to see the tip through the thinned tissue. He then used a fine tipped needle holder to push the point through and retrieve the needle. He then placed the suture with a manual needle driver and continued the operation.